Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient called with service code 2098 on their communicator handset kit. Battery is losing 50% within 8-12 hours, normally it is about 20% in 24 hours. The patient was referred back to the hospital. No patient symptoms or further complications were reported as a result of this event. Additional information was received reporting that the service code 2098 means oor (out of regulation). The report of the battery losing 50% within 8-12 hours was referring to their ins battery, the patient has to charge the neurostimulator significantly faster than usual. The cause of the event was not determined. The patient was asked to contact a clinic to have the system checked.